Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Cement was discarded. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon was performing total elbow and the staff pulled simplex speedset cement from central supply room that is temperature controlled. The single dose speedset set up in 8 minutes that was too quick for proper implant placement. The surgeon then had to removed implant and remove the cement which caused a delay in completing the surgery in his original time frame."